Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 2.5mm clavicle pin broke during implantation. No pieces were left in the patient; however, surgery was extended by 20 minutes.